Event description:
During service by baxter, the infusion pump was found to contain an inoperable select key on channel c pumphead module keypad. No patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Evaluation summary: during service by baxter, the technician confirmed an inoperable select key on channel c pumphead module keypad. The defective keypad on channel c pumphead module was replaced to fix the problem. This issue is being investigated under CAPA. The colleague user interface module master software version is unremediated version 5.04.00.